Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was unable to be determined via product.